Event description:
Follow up information received reported that the issue had been resolved. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced a severe headache. The patient had a peripheral nerve procedure performed on (B)(4). During the procedure, when the stylet was withdrawn it was noticed that some clear fluid came out of the needle. After the procedure the patient reported the start of headache pain. The patient was feeling stim in target area at the time. The patient was given pain medicine for her headache. It was confirmed that there was no cfs in the sacral area. Patient indicated that she still had a headache on the (B)(6). The stimulation trial was set to end june 13. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product typ lead. (B)(4).